Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an enteral feeding tube placement procedure performed on (B)(6) 2010. According to the complainant, an enteral feeding tube (manufacturer unknown) was being placed in a patient with several preexisting conditions. The device was tested prior to the procedure and no anomalies were found. As they were using the biopsy forceps to guide the enteral feeding tube through the gastroscope, approximately 2mm of the forcep tip had broken off and fell inside the patient. The stomach was visualized and irrigated, however, the missing portion of the biopsy forcep could not be identified on x-rays. It was reported that during the procedure they were using a lot of air and irrigation, and they believe the forcep tip may have been washed away. The physician was unable to retrieve the device fragment. The enteral feeding tube was successfully placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an enteral feeding tube placement procedure performed on (B)(6), 2010. According to the complainant, an enteral feeding tube (manufacturer unknown) was being placed in a patient with several preexisting conditions. The device was tested prior to the procedure and no anomalies were found. As they were using the biopsy forceps to guide the enteral feeding tube through the gastroscope, approximately 2mm of the forcep tip had broken off and fell inside the patient. The stomach was visualized and irrigated, however the missing portion of the biopsy forcep could not be identified on x-rays. It was reported that during the procedure they were using a lot of air and irrigation, and they believe the forcep tip may have been washed away. The physician was unable to retrieve the device fragment. The enteral feeding tube was successfully placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The age was identified on the initial report. However, a unit was not provided. A visual examination of the returned device found that a jaw had broken off. Functionally, the returned unit was not tested due to the sample return condition. Material analysis revealed that there were no material anomalies. Based on the material analysis, the fracture likely occurred due to bending overload. The condition of the returned incident device was consistent with the complaint that a section of jaw detached. Based on the details of the event description, specifically that the device was tested prior to the procedure, and the details of the device analysis, the root cause of this event appears to be operational context. This is based on the fact that the device met the design and manufacturing specification, but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an enteral feeding tube placement procedure performed on (B)(6), 2010. According to the complainant, an enteral feeding tube (manufacturer unknown) was being placed in a patient with several preexisting conditions. The device was tested prior to the procedure and no anomalies were found. As they were using the biopsy forceps to guide the enteral feeding tube through the gastroscope, approximately 2mm of the forcep tip had broken off and fell inside the patient. The stomach was visualized and irrigated, however the missing portion of the biopsy forcep could not be identified on x-rays. It was reported that during the procedure they were using a lot of air and irrigation, and they believe the forcep tip may have been washed away. The physician was unable to retrieve the device fragment. The enteral feeding tube was successfully placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.